Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified drug injection ( dose and frequency were not reported) and peritoneal lavage. At the time of this report, the patient has recovered from the event(s). Dianeal therapies were withdrawn during treatment. No additional information could be provided because the reporter declined follow up.